Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43-44 mg/dl resulting in a hospitalization. Cause of low bg was due to pump settings requiring adjustments. A system check was performed and no issues were observed with the pump, cartridge, infusion set tubing, infusion set cannula, or insulin in use at the time of the event. The customer acknowledged the pump was working as intended. The customer declined to provide information pertaining to treatment received and hospitalization.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.